Event description:
Info received indicates the scale display was flashing error 2, calibration error. The tech discovered that the scale board had signs of fluid ingress.

Manufacturer narrative:
The tech replaced the scale board and the bed scale function properly.